Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a second occurrence of intermittent tracking. During a spine procedure, the reference frame kept going in and out of the tracking window. Slightly adjusting the camera caused the reference frame to reappear. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H2-h6) a medtronic representative went to the site to test the equipment. The complaint could not be replicated. Codes b01, c19, and d14 are applicable. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: -, ubd: unknown, UDI#: unknown. H2) please see additional codes for the annex g code, g05001, to represent the camera component casepart. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.